Event description:
The patient was reported to have brugada syndrome. Externalized conductors were observed via x-ray between rv coil and svc coil. During the device change out, the decision was made not to explant the lead as the dft testing was normal. Lead remains implanted. The patient has been in stable condition.